Event description:
It was further reported that there was a double disconnect and vad stop on the original controller. The backup controller electrical fault alarm was apparently due to a driveline connection that was not secure.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information added , the event description and device codes . Correction to serial number from (B)(4) and corresponding expiration and manufacturing dates, and additional device code . Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controllers were returned to evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Visual inspection of (B)(6) revealed no anomalies within the driveline connector; supplemental testing revealed that the driveline connector functioned as intended with no anomalies observed. Visual inspection of (B)(6) revealed contamination with both power ports and that the serial port cap was missing. The observed contamination and missing serial port cap are additional findings not related to the reported event, both of which can likely be attributed to the handling of the device. Functional testing of (B)(6) revealed that the no power alarm sounded for only about 1 minute and 30 seconds when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen and supplemental testing revealed that the cell pair voltage level fell below what was expected when both power sources were disconnected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient's primary controller. Analysis of the event log file associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 13:56:49. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 14 seconds. Analysis of (B)(6) alarm log file revealed a controller fault alarm logged on (B)(6) 2020 at 14:35:15, indicating an internal battery fault. Additionally, a vad disconnect alarm was logged at 15:48:07, indicating a physical disconnection of the driveline from the controller, likely associated with the controller exchange from (B)(6). Analysis of the event log file associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 16:21:09. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; no data points had been logged since on (B)(6) 2018 and only one data point was logged on (B)(6) 2020, at 16:21:42, indicating that the power up event occurred during the controller exchange from (B)(6). A vad disconnect alarm was logged at 16:21:13 and an electrical fault alarm was logged 16:21:23, indicating that the rear stator was not connected. This was followed by a vad stopped alarm at 16:21:54 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was logged at 16:22:10, likely due to the controller exchange from (B)(6) during troubleshooting of failure to restart. A controller power up event was then logged on (B)(6) at 15:49:01 with a successful associated motor start at 15:49:14. Another controller fault alarm indicating an internal battery fault was logged at 16:26:29 and an additional vad disconnect alarm was logged at 23:57:28, likely due to troubleshooting and / or a controller exchange. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The most likely root cause of the reported controller fault alarm can be att ributed to a faulty internal nimh battery. CAPA: pr00492825 was initiated to investigate this issue. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based the available information, the most likely root cause of the vad stopped alarm and reported "no flow" event can be attributed to a failure of the pump to restart after several attempts. Based on historical review of similar events, the likely contributing cause of the failure of the pump to restart after several attempts was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / serial#: (B)(6) / h6: method code(s): 10, 4112 h6: results code(s): 3213, 213 h6: conclusion code(s): 4310, 4315. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the event was associated with a ventricular assist device (vad) stop. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as a new internal investigation has been assigned to this event. Also, updated section h6. Section h6 update for additional device: serial# (B)(6). H6:FDA img code: g04035 serial# (B)(6). H6:FDA img code: g04105. H6:FDA result code(s):c21. H6:FDA conclusion code(s): d16 the ventricular assist device (vad) (B)(6). Is not in scope of CAPA pr00502194. CAPA pr00532915 was initiated to investigate pump failures to restart outside the subpopulation of CAPA pr00502194. Investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction, additional information, and investigation completion. Correction b5: the event description was corrected to capture the device disposition of the ventricular assist device (vad). Correction h10: the UDI and return date were added for the controller listed under the additional products. Correction h10: the manufacturer narrative was corrected to include the vad as an additional product that was associated to the event. Additional information was received regarding the recall number. Product event summary: the ventricular assist device (vad was not returned for evaluation. The two(2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Visual inspection of (B)(6) revealed no anomalies within the driveline connector. Supplemental testing revealed that the driveline connector functioned as intended with no anomalies observed. Visual inspection of (B)(6) revealed contamination within both power ports and that the serial port cap was missing. The observed contamination and missing serial port cap are additional findings not related to the reported event, both of which can likely be attributed to the handling of the device. Functional testing of (B)(6) revealed that the no power alarm sounded for only about 1 minute and 30 seconds when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen and supplemental testing revealed that the cell pair voltage level fell below what was expected when both power sources were disconnected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient's primary controller. Analysis of the event log file associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 13:56:49. The data point prior to the loss of power revealed that bat809200 was connected to power port one (1) with 49% relative state of charge (rsoc) and bat592891 was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that bat593304 was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 14 seconds. Analysis of (B)(6) alarm log file revealed a controller fault alarm logged on (B)(6) 2020 at 14:35:15, indicating an issue with the internal battery. Additionally, a vad disconnect alarm was logged at 15:48:07, indicating a physical disconnection of the driveline from the controller, likely associated with the controller exchange from (B)(6) to (B)(6). Analysis of the event log file associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 16:21:09. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event. No data points had been logged since (B)(6) 2018 and only one data point was logged on (B)(6) 2020, at 16:21:42, indicating that the power up event occurred during the controller exchange from (B)(6) to (B)(6). A vad disconnect alarm was logged at 16:21:13 and an electrical fault alarm was logged 16:21:23, indicating that the rear stator was not connected. This was followed by a vad stopped alarm at 16:21:54 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was logged at 16:22:10, likely due to the controller exchange from (B)(6) to (B)(6) during troubleshooting of failure to restart. A controller power up event was then logged on (B)(6) at 15:49:01 with a successful associated motor start at 15:49:14. Another controller fault alarm indicating an issue with the internal battery was logged at 16:26:29 and an additional vad disconnect alarm was logged at 23:57:28, likely due to troubleshooting and/or a controller exchange. Additionally, log files revealed that (B)(6) was in use for more than two (2) years. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported dis connection of both power sources from the controller as described in the event details. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based the available information, the most likely root cause of the vad stopped alarm and reported "no flow" event can be attributed to a failure of the pump to restart after several attempts. CAPA (B)(4) is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: serial #: (B)(6). UDI #: (B)(4). D9: yes. Return date: (B)(6) 2020 d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-dec-2019 / serial #: (B)(6). UDI #: (B)(4). D9: no. H3: yes. H4: mfg. Date: (B)(6) 2017 h5: yes h6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04, c19. H6: FDA conclusion code(s): d10/d11: concomitant medical products, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: two controllers were returned to evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the second controller revealed that the controller passed visual inspection and functional testing. Visual inspection of the second controller revealed no anomalies within the driveline connector; supplemental testing revealed that the driveline connector functioned as intended with no anomalies observed. Visual inspection of the first controller revealed contamination within both power ports and that the serial port cap was missing. The observed contamination and missing serial port cap are additional findings not related to the reported event, both of which can likely be attributed to the handling of the device. Functional testing of the first controller revealed that the no power alarm sounded for only about 1 minute and 30 seconds when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery which powers the no power alarm was swollen and supplemental testing revealed that the cell pair voltage level fell below what was expected when both power sources were disconnected. After the faulty component was replaced, the controller performed as intended. Log file analysis revealed that the first controller was the patient's primary controller. Analysis of the event log file associated with the first controller revealed a controller power up event logged on 10/jun/2020 at 13:56:49. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 49% relative state of charge (rsoc) and another battery was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that a battery was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 14 seconds. Analysis of the first controller's alarm log file revealed a controller fault alarm logged on 10-jun-2020 at 14:35:15, indicating an internal battery fault. Additionally, a vad disconnect alarm was logged at 15:48:07, indicating a physical disconnection of the driveline from the controller, likely associated with the controller exchange from the first controller to the second controller. Analysis of the event log file associated with con313700 revealed a controller power up event logged on 10-jun-2020 at 16:21:09. Review of the event log file revealed that, prior to the power up event, the controller last had power on 10-apr-2018. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; no data points had been logged since 10-apr-2018 and only one data point was logged on 10-jun-2020, at 16:21:42, indicating that the power up event occurred during the controller exchange from the first controller to the second controller. A vad disconnect alarm was logged at 16:21:13 and an electrical fault alarm was logged 16:21:23, indicating that the rear stator was not connected. This was followed by a vad stopped alarm at 16:21:54 due to a failure of the pump to restart after several attempts. An additional vad disconnect alarm was logged at 16:22:10, likely due to the controller exchange from the second control ler to the first controller during troubleshooting of failure to restart. A controller power up event was then logged on the first controller at 15:49:01 with a successful associated motor start at 15:49:14. Another controller fault alarm indicating an internal battery fault was logged at 16:26:29 and an additional vad disconnect alarm was logged at 23:57:28, likely due to troubleshooting and/or a controller exchange. Additionally, log files revealed that the first controller was in use for more than two (2) years. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported dis connection of both power sources from the controller as described in the event details. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. An internal investigation was initiated to evaluate this issue. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Based the available information, the most likely root cause of the vad stopped alarm and reported "no flow" event can be attributed to a failure of the pump to restart after several attempts. Based on historical review of similar events, the likely contributing cause of the failure of the pump to restart after several attempts was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.## medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1403us / catalog #: 1403us / expiration date: 30-may- 2020/ serial #: (B)(4), UDI # asku, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-may- 2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a controller fault alarm due to a depleted internal battery and an unexpected loss of power. An attempt was made to switch to the back up controller. Once the back up controller was connected there was an electrical fault alarm and no flow. The patient was changed back to the original controller and flows were established again. The controller remains in use. No patient complications have been reported as a result of this event.